Event description:
As reported by our european affiliate, the patient became hypotensive following balloon aortic valvuloplasty (bav). A 23mm sapien 3 valve was quickly deployed in perfect position. The hypotension worsened post valve deployment and the patient suffered an arrest. CPR was performed. Echo indicated a pericardial tamponade and a pericardiocentesis was performed. An emergency sternotomy was performed and the patient was transferred to the operating room (or) for surgical repair of the rupture. The surgeons were not able to repair the 1.5 cm wide rupture and the patient expired. It was perceived that the rupture was due to severe, bulky annular calcification. The patient¿s native annulus area measured 375mm2 by CT. Severe native valve calcification and severe root calcification were noted.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors (severe, bulky annular calcification and severe root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.